Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment screw had loosened requiring implant removal. Patient will have a new implant placed in the future.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One (1) unknown zimmer screw, visual evaluation of the as returned product identified the screw hex has been damaged/stripped. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported devices were located on tooth # 30 (universal) and were used for approximately 7 years, 8 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use- prosthetics for zimmer dental implant systems (IFU 4894 rev 6 - 08/19) & 4869 rev 9-10/19; breakage; page 2. DHR review: DHR review and complaint history review could not be performed, as the lot numbers associated with the reported product (unknown zimmer screw) are not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Post market trend review: june post market trending was reviewed and there were no actionable events or corrective actions for the reported events (loosening) or product (unknown zimmer screw). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported events were confirmed. Sections updated: b4: date of this report. G3: date investigation was received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.